Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed: fm can be seen at the top of the tube. Additionally, 30 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 5 bd vacutainer® sst¿ blood collection tubes foreign matter was discovered in tubes. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) 2023, when the nurses in the physical examination department took blood, they found a foreign object in the tube. They randomly changed a blood collection tube to draw blood and reported it to the equipment department. No harm was caused to the patient.